Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), lot/serial #: (B)(4) h3) the pcba was returned to the manufacture for analysis. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. The mobile view station (mvs) power board passed bench test. Fuses f10 and f11 passed continuity test and were installed into a known functional system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. No failures were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000181, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the mvs was ready, but it was not connected to the ias. The mvs power board was replaced. The firmware was updated and rad and fluoro calibrations were performed. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) was randomly not connecting to the image acquisition system (ias.) There was no patient involvement. Additional information was received. It was reported that the issue was discovered during a planned maintenance (pm) visit. The connection issue was discovered when the manufacturer representative (rep) played with the j14 connector on the mvs power board. A new power board was ordered for replacement because mvs errors with the power board were found in the logs.